Event description:
The subject device was returned for analysis and it was discovered that the stent(subject device) delivery wire was broken/fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes(manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was returned inside a microcatheter. The stent was protruding from the distal end of microcatheter and was covered in dried blood. The stent was stuck in the microcatheter so it was soaked in warm water. On removal of the stent it was found to be deformed with severely damaged braid at the distal end with dried blood present. The stent delivery wire(sdw) was broken 4 cm from the resheath pad marker. Approximately 5.5cm of the sdw distal end which includes the petal/drape was not returned. There was no anomaly noted with the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage was noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. The same microcatheter was used to finish the procedure. The procedure was completed using another stent and the case was finished. Excessive force was applied when the stent was deployed. The flow diverter was recaptured and removed. In the physician¿s opinion the cause of the flow diverter not opening was just a product issue. The flow diverter did not fully appose the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The flow diverter was recaptured/resheathed back during the procedure 3 times. Other associated devices used when the issue occurred were a distal access catheter, microcatheter and stent. Access was through femoral. The location of the flow diverter when it failed to open was the ica cavernous. The patient¿s anatomy was a little tortuous. Analysis of the returned device confirmed the stent was not fully opened and was deformed with severely frayed braid. Dried blood was present on the returned stent and the picture supplied by the customer also showed a significant amount of blood on the stent which would have contributed to the difficulty experienced opening the stent. The returned sdw was severely damaged, the distal end of the stent had been broken off 4 cm from the resheath pad marker and approximately 5.5cm of the sdw distal end which includes the petal/drape was not returned. This indicates the device experienced a significant force during the procedure. An assignable cause of procedural factors will be assigned to the reported ¿stent failed/ unable to open (when not implanted)¿ and ¿stent deformed¿ in addition to the analysed ¿sdw broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.